Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was sheared by the needle before use. The following information was provided by the initial reporter: "they said, "when they took of the cap of the needle they noticed that the catheter had been sheared by the needle." They also claimed that the needle would be bent and that the hub of the IV would be broken. IV was not saved, just the lot and reference number. No patient harm (was not used on patient). No clinician harm."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was sheared by the needle before use. The following information was provided by the initial reporter: "they said, "when they took of the cap of the needle they noticed that the catheter had been sheared by the needle." They also claimed that the needle would be bent and that the hub of the IV would be broken. IV was not saved, just the lot and reference number. No patient harm (was not used on patient). No clinician harm."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.